Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender guidewire, packaging tray, and its holder were returned for product evaluation. No other components were returned for evaluation. The product was returned with the guidewire inside of its holder. The guidewire was removed from the holder and subjected to visual analysis. Visual inspection revealed no damage was noted on the guidewire. Dimensional testing was performed, and the outer diameter of the guidewire measured to be 0.51 mm throughout which was within the manufacturer specification of 0.51 - 0.54 mm. The floppy end weld was also viewed under microscope and the end weld was found to be slightly uncoiled. For functional testing, the guidewire was inserted into an 021g needle. The guidewire was not able to pass through the needle. The complaint can be confirmed for mobility issue. Per the complaint description, additional information regarding the complaint event is not available. The cause of the complaint event cannot be determined at this time however it is possible that inserting and withdrawing the guidewire inside the needle likely caused the outer wire to slightly uncoil. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device not implanted. Explanted date: device not explanted. Manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the glidesheath slender wire would not pass through the needle. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 04feb2021. A new glidesheath slender was pulled and they were able to move forward with the procedure.